Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect display component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect display component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touch screen display with some apparent lamination issue on the display of this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect front panel part number 16558, serial number (B)(4) rev. D for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the front panel onto a test device and cycle the device on, which could not confirm or duplicate the reported device behavior. The fa group performed the touch screen calibration as described in section 6.2.3 per the device service manual l2859-101 and calibrated successfully. At this time, the reported event was not duplicated and therefore no component root cause can be determined.